Event description:
Customer reported device = 223 or 230 mg/dl. Customer reviewed memory and result = 779 mg/dl previous to the call and while on the telephone troubleshooting. Customer did not think result was correct, however self-treated with 30 units of insulin. No controls were used. A request was made for return product and replacement product was sent.